Event description:
It was reported that while prepping the catheter for use, the cap of the stylet broke off leaving the stylet in the catheter. The stylet could not be removed from the catheter; therefore, the catheter was unable to be used. There were no patient complications reported.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One catheter was received opened in the tray. The stylet cap at the catheter tip was detached. The stylet placed in the thru lumen hub was not returned. Visual examination of the catheter tip found the stylet to be bonded to the catheter tip with adhesive. The stylet cap does have adhesive around the bond site. The stylet was able to be removed with a twisting and pulling motion. Both the thru-lumen and the inflation lumens are patent and the balloon latex and both proximal and distal windings appeared to be in good condition. There were no missing components. A review of the manufacturing records indicated that the product met specifications upon release. An inability to remove the stylet from the catheter tip was confirmed. An investigation has been initiated to determine if corrective actions are needed.